Manufacturer narrative:
(B)(6) - removal of foreign body. No product was returned to assist in our investigation. Per quality control specification, there is 100% visual inspection of the catheter surface for bumps, dents, kinks, and excessive roughness and that the wires are not exposed. In addition, there is 100% magnification visual examination of the bond for cracks, peeling or exposed wires. Tensile testing of catheter shaft/tip bond designed to meet iso 10555. An instruction for use (IFU) is provided with this device that states in the precaution section to use extreme care during manipulation and withdrawal due to thinwall construction. As no product was returned, the complaint is confirmed based on customer's statements of the event. It is difficult to determine with certainty why this failure mode has occurred. We have notified the appropriate internal personnel and continue to monitor complaints for similar events. There is insufficient risk per risk assessment performed.

Event description:
A male patient underwent evar with a customer fenestrated device. The right renal fenestration and artery were cannulated with c2 catheter. C2 catheter was difficult to track through the fenestration over the 0.35 wire. The 0.35 wire was switched to an 0.18, v18 guidewire of another manufacturer. The c2 catheter was then switched for a kmp catheter. Kmp tracked out the fenestration and into the renal artery with relative ease. Kmp catheter was removed, only to discover the radiopaque catheter tip had been left behind in the left renal artery (ie. Broken off). We were able to safely retrieve the catheter tip from the renal artery by using another manufacturer's snaring device. Procedure was successfully completed without further incident.